Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-dec-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-dec-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Part analysis: the reported condition of fridge temperature out of range was confirmed during fse testing and subsequently confirmed in the dchu inspection process. The device was initially evaluated by the field service engineer (fse) according to work order (B)(4), the fse reported that during inspection, the srm temperature probe was found reading 127, which is out of range. The refrigerator temperature checked out ok and within range. Damage was found on the srm temperature probe. The probe was replaced successfully. There was no failure that interrupted the users ability to pull medications for a patient. The hta test passed successfully, and the customer verified the temperature without issues. During dchu visual inspection p/n 136355-01: was received with signs of thermal damage along the cable. During dchu testing p/n 136355-01: the testing from dchu was not necessary due to the thermal damage observed during the visual inspection. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the reported issue fridge temperature out of range was identified as a faulty assy srm buffered temp probe due to thermal damage along the cable.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the fridge temperature was out of range. As per part investigation, it was determined that there was thermal damage observed on the assy smart remote manager buffered temperature probe. There were no delay, no adverse events or injuries reported based on this event.